Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilators inlet pressure for the ventilator's fio2 o2 is high. There were no reports of patient involvement.

Manufacturer narrative:
The device was sent back to zoll italy for examination. During this assessment, it was found that the alarm 'o2 inlet pressure too high' was activated because of an incorrect configuration in the menu. Once this setting was rectified, the bellavista ventilator functioned properly without any additional problems. G4 PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.